Manufacturer narrative:
(B) (4).

Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the patient programmer following the patient having his heart "shocked". The patient was re-directed to her healthcare professional. Further information was requested from the healthcare professional.